Event description:
Sales rep (B)(6) reported on behalf of the customer that during surgery, the cage was attached to the expander and impacted into position using a mallet. She further reported that during the expansion it appeared that the tip of the inner shaft of the expander was loosening, the surgeon tried to tighten it without success and realised that it had broken. The implantation and expansion reportedly went ahead without any problems. The locking nut was not engaged and the expander was removed by being pulled off which left the inner shaft which unscrewed out.

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.